Event description:
It was reported that a user experienced unstable glucose control while using the ilet bionic pancreas, including hyperglycemia up to 353 mg/dl and hypoglycemia down to 52 mg/dl, and the user believed they received too much insulin; factory resets and training were completed, and the user discontinued use and returned to a prior pump. Symptoms included episodes of hyperglycemia and hypoglycemia. Outcomes included interruption of normal activities and discontinuation of the device. Investigation included review of user reports and device use history as provided, with arrangements for return and credit. Investigation of this case revealed an unclear cause of the glycemic excursions, with no confirmed device malfunction identified from the information available. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.